Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant, the right ventricular (rv) lead exhibited decreased r-waves and loss of capture at maximum output. While testing, the patient experienced pain when rv pacing. An echo was performed and verified perforation of the ventricle. As a result, attempts were made to reposition the rv lead, but the helix mechanism would not extend. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.